Event description:
Per the customer, when using the navigation device two pins were used to stand the tracker on the femur, one of which penetrated the cortical bone, causing a supracondylar fracture. The customer states that after the total knee arthroplasty procedure was completed a supracondylar fracture occurred and the patient underwent revision surgery and plate fixation at a later date. Per further clarification from the surgeon, "the patient's bone quality is not strong," in the area where the pins were placed. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available. For evaluation. H3 other text : no product return.

Event description:
Per the customer, when using the navigation device two pins were used to stand the tracker on the femur, one of which penetrated the cortical bone, causing a supracondylar fracture. The customer states that after the total knee arthroplasty procedure was completed a supracondylar fracture occurred and the patient underwent revision surgery and plate fixation at a later date. Per further clarification from the surgeon, "the patient's bone quality is not strong," in the area where the pins were placed. No further information was provided or is available from the user facility.